Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a procedure, the locking bolt on the targeting jig would not lock to the hip fracture nail. The guide would not line up properly with the distal locking screw hole on the nail, resulting in improper implantation of the distal screw and its subsequent removal. The procedure was completed with another screw.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device did not confirm the reported condition. Functional check of the jig using gage set (B)(4) confirmed the jig correctly targets and performs as intended; therefore, the reported event cannot be confirmed nor can a root cause be determined.